Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver receiving "scan again in 10 minutes" message on the day of applying the adc freestyle libre 2 sensor and customer was therefore unable to obtain scan readings. Customer experienced a loss of consciousness and required treatment with sweet provided by a non-hcp. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver receiving "scan again in 10 minutes" message on the day of applying the adc freestyle libre 2 sensor and customer was therefore unable to obtain scan readings. Customer experienced a loss of consciousness and required treatment with sweet provided by a non-hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh0077vf00 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly and observed a cracked sensor neck. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification all results were within specification. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The reported sensor was returned and investigated. Section d9, h2, h3 and h6 was updated to reflect the same.